Manufacturer narrative:
The received device had the cannula assembly deployed and the needle retracted. No issues were found that would result in the needle deploying late or failing to retract following deployment. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed, nor whether the needle retracted properly during operation. Root causes for the reported needle deploying late and failing to retract symptoms could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. Additionally, patient reported the cannula deployed late. The pod was worn for less than one hour.